Manufacturer narrative:
Batch review performed on 10-sep-2019: lot 183907: (B)(4) items manufactured and released on 10-sep-2018. Expiration date: 29/08/2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch reviews performed on 10-sep-2019: liner: mpact dm 01.26.2850mhc double mobility hc liner 28/dme (k092265) lot 184724: (B)(4) items manufactured and released on 11-sep-2018. Expiration date: 19.08.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 other similar reported event stem: amistem p 01.18.412 amistem-p lat stem size 2 (k173794); lot 180742: (B)(4) items manufactured and released on 27-jun-2018. Expiration date: 12.06.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115); lot 176812: (B)(4) items manufactured and released on 29-mar-2018. Expiration date: 13.03.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain 7 months after primary, the cause of the pain is unknown. The surgeon removed all medacta hardware and implanted a competitor's products into the patient.